Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
No catheter was returned. The pump was returned and passed testing. The previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while servicing the pump, there was an error/ an aspiration issue as they had aspirated less 1 ml than expected. Reportedly, ¿filling with 5 ml and aspirated 4 ml, etc.¿ however, the expected reservoir volume (erv) and actual reservoir volume (arv) were not provided. No diagnostic testing or troubleshooting was performed. The cause was not determined and the issue was resolved as the pump was then explanted and replaced. The patient¿s status at the time of the event was unknown. There were no patient symptoms or complications associated with this event. This device system delivered ¿fentanilo and bupivacaina.¿ additional information was requested and it was further provided the patient was currently receiving effective therapy. The product was returned for analysis.